Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed that the unit was unresponsive when connected to a controller and when attempting to obtain internal readings. Analysis revealed that the voltage of the internal battery cell pairs were abnormally low. During testing, the cell pairs were manually charged to diagnose the issue. However, it was revealed that a particular cell pair lost voltage and was overheating. Supplemental testing revealed that the cell pair contained presence of lithium and copper plating, which may indicate an overcharge and over discharge event. Additionally, voltage and resistance measurements were consistent with internal shorting. These finding are indicative of a defective cell pair, which likely contributed to the unresponsiveness of the battery. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a faulty internal cell pair. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. Users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report. Evaluation in progress.

Event description:
It was reported by the site that the patient's battery was not charging. There was a red light on the charger bay. There was no reported damage to the battery. The battery was exchanged with no reported consequence or impact to the patient. No further information was provided.